Event description:
The pt presented with a ruptured left anterior choroidal artery aneurysm. During the coil embolization procedure, the aneurysm was reported to be perforated. An external ventricular drain was placed as a result of the reported aneurysm perforation. The physician related this event to a coil placed in the aneurysm, but did not indicate which coil this was and no further information has been provided.